Event description:
The customer reported that the system shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The software was reloaded and a part was ordered. No further information is available. See scanned page.